Event description:
It was reported that the patient received inappropriate therapy but did not feel them. Upon interrogation, low lead impedance was observed. Lead fracture suspected. The lead and device were explanted and replaced. The lead will not be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found external abrasions at 34.1cm to 34.5cm from the helix tip. The svc cables were exposed and the etfe coating was normal. An inside-out abrasion was noted at 3cm to 5.7cm underneath the rv shock coil from the helix tip and the etfe coating on the ring electrode cables were compromised. The damage found is consistent with friction to another device.